Event description:
It was reported that the insulin pump alarmed no delivery twice and persisted after a set change. The customer's mother stated that the first alarm occurred in the morning during a bolus attempt, and the infusion set had been changed the evening prior. The customer's mother also stated that the second no delivery alarm occurred after a set change. Upon troubleshooting, the prime process performed well, and the insulin pump alarmed during the bolus delivery. The insulin pump user had already reverted to a back-up plan. The customer's blood glucose was 18 mmol/l. The caller declined to perform any further troubleshooting and wished to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.